Event description:
The customer reported the subject device sparked at the connector and burnt in half during an unspecified therapeutic procedure. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the cable burnt in half. A review of the device history record found no deviations that could have caused or contributed to the cable sparking and breaking apart. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the cable was manufactured more than three years ago and it can, therefore, be assumed that the cable was used for longer than the specified twelve months. It is likely the cable sparked and broke apart due to wear and tear in connection with repeated extreme bending or tensile load leading to the breakage of wires in the cable. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following instruction, which may help to prevent the issue: "inspection and testing: restricted service life. Do not use the hf cable after one year of use. Inspect the cable. Visually inspect the cable and the plugs for irregularities on the surface. Damaged cable. Do not use a cable with brittle or defective insulation. Replace the cable." Olympus will continue to monitor field performance for this device.